Event description:
(B)(4). When the essure was implanted, it took so long for the doctor to get it in that my meds wore off. It was terrible pain. A month later my hair started falling out alittle at a time. I started to feel tired all the time. That fall (2012) I began having dental problems. I ended up having to have 8 teeth pulled and have had countless root canals, teeth crumbling and my once perfect smile is now full of partials and several more teeth that need to be pulled. The next spring (2013) I started having what seemed like gallbladder problems but it was never found anything wrong with my gallbladder. After countless doctor appointments I finally learned to deal with the sudden bowel issues and almost constant stomach pain. The summer of 2014 began the worse of all my symptoms. I started getting this strange well rash all over my body. It would come and go within 24 hours. Then the joint pain started. The debilitating joint pain. Soon any physical activity would result in a night of agonizing pain. The fatigue got worse because I was in so much pain I couldn't sleep. My menstrual cycle got worse and worse also. It got to where I could not leave the house during my period because I bled so heavy. Weight gain of 50 lbs has happened in the past year. My doctor agreed to take essure out and do an ablation after it was out. When she took my fallopian tubes one coil was in my tube but the other coil was in my uterus. My doctor took it out of my uterus and did the ablation. Now 6 months later I still have terrible welps, joint pain, fatigue, and hair loss. I have been tested for countless autoimmune diseases and all come up negative. My most recent test showed the marker for rheumatoid arthritis high. Essure has ruined my life. I was healthy and happy before it and now my quality of life is terrible. This needs to be taken off the market.